Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 11/19/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported patient information and chromium and cobalt lab results of chromium 15.2 and cobalt 21.2 with no reference ranges. Medical records and revision surgical report dated (B)(6) 2014 reported the patient with clicking, crepitus, weakness, inflammation, stiffness, swelling and difficulty walking. It should be noted that the patient has a metal on ceramic construct. Part/lot updated. The complaint was updated on: dec 7, 2015.

Event description:
Legal claim received. Claim alleges the patient suffers from pain, discomfort, large amounts of toxic cobalt-chromium metal ions and particles to be released into the body, high levels of cobalt and chromium, metallic debris, and loosening. Update rec'd 06/22/2015 - litigation papers received. A femoral head is now being added to address allegations of metal on metal.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Medical records were reviewed. A search of the complaints databases identified other reports against the metal liner. No other reports were found against the the remaining product and lot code combinations. The metal liner is exempt from device history record review per procedure. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.